Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl at the time of the incident. Recent high bg event began (B)(6) 2018. Troubleshooting was performed. Customer is not calling back for the high pressure test. Customer states that the cannula is bent and declined for troubleshooting. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. Nothing will be replaced or returned for analysis.